Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "hardened many years ago," and capsular contracture, baker grade iii.

Event description:
Patient reported unknown side implant "hardened many years ago." Additionally, healthcare professional reported left side capsular contracture, baker's grade iii, and calcifications. Device was explanted and replaced.